Event description:
It was reported that the customer experienced a malfunction alarm with the pump. There was no reported impact to the customer¿s blood glucose level. Customer reverted to an alternate method of insulin therapy.